Event description:
Proximal tibial fracture during surgery.

Manufacturer narrative:
Engineering evaluation noted that the proximal tibial fracture was likely the result of not preparing the tibia as detailed in the operative technique.

Event description:
Proximal tibial fracture during surgery.

Manufacturer narrative:
Engineering evaluation noted that the proximal tibial fracture was likely the result of not preparing the tibia as detailed in the operative technique.

Event description:
Proximal tibial fracture during surgery.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Manufacturer narrative:
Engineering evaluation noted that the proximal tibial fracture was likely the result of not preparing the tibia as detailed in the operative technique. Corrected MFR received date from 9-jun-2015 to 8-jun-2015.

Event description:
Proximal tibial fracture during surgery.